Event description:
It was reported patient had primary hip surgery and was implanted with zimmer biomet. Subsequently, the patient was revised due to stem subsidence seven (7) months post implantation. The stem was explanted.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Proposed code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted stem component, covered in bio debris. No further observations could be made based on the image alone. No product was returned, further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. An x-ray image was provided however was not further reviewed images are not dated, and no further information is available from the surgeon. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.